Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-health care professional reported that following an intraocular lens (iol) implant procedure, patient reason and clinical reason for explant was mentioned as refractive surprise. The lens was exchanged for another lens model 01 month 06 days following the initial procedure. Additional information was received, in surgeon's opinion the event maybe related to inaccurate biometry. There was no patient harm.